Manufacturer narrative:
The gore(r) excluder(r) aaa endoprosthesis IFU states adverse events that may occur and / or require intervention include: improper component placement.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4). The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore¿ excluder¿ aaa endoprosthesis. While deploying the contralateral leg component, it was unintentionally landing at the left external iliac artery and the left internal iliac artery was unintentionally covered. Because the proximal of the trunk-ipsilateral leg component migrated distally, a proximal type I endoleak was observed. An additional aortic extender component was deployed to treat the proximal type I endoleak. And then, type iii endoleak (component disconnection) was observed, the second aortic extender component was deployed most proximally, however, a small type iii endoleak remained. The physician elected to monitor it and the procedure was completed. The patient tolerated the procedure. It was reported that it is possible that the pre-operative measurement of the position of the internal iliac artery and external iliac artery bifurcation was misplaced.